Event description:
A ventilator was returned to a third-party service center for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at third-party service center, "ventilator service required" codes were found in the ventilator's downloaded error log and during testing. The codes indicated the proximal flow sensor has drifted so much that the device cannot adjust for it and a proximal flow sensor failed. The device's active exhalation control module proportional valve and the system printed circuit assembly were replaced to address the issues.